Event description:
In 2007 an abdominal hysterectomy was performed on a pt with pelvic pain and extensive adhesions. One piece of surgiwrap was placed over the vaginal cuff and a second piece was placed over the omentum. In 2008 the pt returned due to pain during intercourse and it was found that the cuff had not closed and surgiwrap had migrated through the open cuff.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion.